Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate therapy for supra ventricular tachycardia (svt) that the ICD detected as ventricular fibrillation (vf).  It was noted that the ICD did initially withhold for svt; however, therapy was delivered due to high rate timeout.  The ICD remains in use.  No further patient complications have been reported as a result of this event.